Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient experienced numbness and weakness of her leg and the inability to eat noodle, milk, egg, and bread products approximately 20 months post-operatively. The patient was examined at the hospital and testing indicated that she is allergic to titanium. The patient is not suffering from skin irritation. Explantation of all the indwelling devices which include a proximal femoral nail and associated hardware was suggested. The patient refused revision surgery because of potential surgical risks. The patient originally underwent implantation surgery on (B)(6) 2013 to treat injuries sustained during a traffic accident. The initial surgery is successful and no abnormalities during the procedure. This report is 3 of 4 for (B)(4).